Manufacturer narrative:
Follow-up #1 date of submission 07/12/2012 device evaluation: a reserved sample from the same cartridge lot number b201695 was tested and evaluated by product analysis on (B)(4) 2012 with the following findings: a visual inspection and a leak test of the cartridge were performed and no damage or defects were noted. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
The patient contacted animas alleging leaking cartridges. At the time of troubleshooting, the patient informed customer support that the cartridges were leaking because he noticed insulin being in the cartridge compartment. The patient reported he had already discarded the cartridges. The patient was unsure what part of the cartridge was leaking. There was no patient impact associated with this complaint.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.